Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30697960l number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered phrenic nerve palsy. During examination on the day after the procedure a phrenic nerve palsy was confirmed. During the procedure, the event was not confirmed, but there was a possible influence of right pulmonary vein (rpv) ablation. Superior vena cava (svc) ablation was not conducted. The patient had shortness of breath the next day of the procedure. Examination was confirmed that the diaphragm was elevated. The physician commented that it was considered that the puncture from the neck or rpv ablation had an influence. The adverse event was discovered post-use of biosense webster products. The physician¿s opinion on the cause of this adverse event was the procedure. No intervention was provided. The patient outcome of the adverse event is unchanged. The patient required extended hospitalization because of the adverse event. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 9-may-2022, bwi received additional information indicating that x-ray confirmed that the diaphragm was elevated. Additionally, a smartablate generator was used in the case. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).